Manufacturer narrative:
Other, other text: device evaluation: tamper seals broken. The top case was chipped and the right plunger case was damaged, caused by an impact (customer damage). The battery was missing. Unable go into ehl due to blank screen and constant alarm was found at power up. Flow test and inspection. Replaced top case and all plastic parts of the plunger head. Replaced stuck motor and worm coupling, gear. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported the device exhibited motor not running and physical damage to top housing and plunger head. No adverse patient effects were reported by the customer.